Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 30064974m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.non biosense webster, inc. St. Jude medical agilis sheath; 2.carto 3 system; 3.us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that male patient underwent right sided atrial tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase during the procedure, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. There¿s no information regarding extended hospitalization or patient¿s outcome. Physician causality opinion is unknown. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle and a st. Jude medical agilis sheath. The exact site of the injury is unknown. There¿s no information regarding generator parameters, overall time for ablation and last ablation cycle time. The catheter irrigation was set at 8ml/min. It is unknown if the patient received anticoagulant during the procedure. The shaft proximity interference value is unknown. The catheter was not in close proximity to another catheter. It was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Investigation summary it was reported that male patient underwent right sided atrial tachycardia ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase during the procedure, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The device was visually inspected, and it was found in good condition. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. During the test, it was noticed that the catheter was occluded, for this reason, force feature was unable to test, however, no errors were observed during the carto test. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, an irrigation test was performed, and the catheter failed. The catheter was dissected on the handle area and the irrigation tubing was found occluded with reddish material, however, no damage was observed on the tubing. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Initially it was reported that the device was discarded, however the product has been received, therefore, a supplemental 3500a report is being submitted and the following sections have been updated: device available for evaluation? Yes, has been selected. Date device returned to manufacturer. April 26, 2019 has been added for the device return date. Concomitant medical products: is device returned to manufacturer? Check box has been selected the biosense webster, inc. Product analysis lab received the device for evaluation on april 26, 2019. The device was visually inspected and there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).